Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated sodium result was obtained on a patient sample. The result was not reported to the physician. The original sample was repeated and a lower result was obtained and reported. Patient treatment was not altered or prescribed on the basis of the falsely elevated sodium result. There was no report of adverse health consequences as a result of the falsely elevated sodium result.